Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that data storage rs43 vt-ns episodes collected showed no markers or egm waveforms. Concomitant medical devices: icf09b45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device demonstrated missing markers and interval plots. The device remains in use. No patient complications have been reported as a result of this event.